Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that he patient's ipg could not communicate with his charger, and was deemed inoperable. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional meaningful data received indicated that the ipg was explanted and replaced. Therapy was restored to the patient post-operatively.